Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during follow-up, a type ia endoleak as well as an increase in the aneurysm diameter was identified. The type ia endoleak was attributed to an increase in the neck diameter due to aortic remodeling. An endurant cuff was implanted and the endoleak resolved. The physician stated the cause of the endoleak was anatomy related (increased neck diameter due to aortic remodeling). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.